Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A zoll distributor reported that a (B)(6) male pt had developed an open sore under one of the front ECG electrodes. A bandage was placed over the sore. The clinical outcome of the open sore is unk. There is no indication of any device malfunction.